Event description:
It has been reported to philips that the device was unable to produce x-rays, preventing imaging. The system was noted to be in clinical use. There was no reported patient or user harm. Additional information received from the philips remote service engineer (rse) indicated they were unable to perform procedures or produce diagnostic images. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device was unable to produce x-rays. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.